Event description:
In 2009, the sales representative reported that during surgery, it was identified that the closure top stripped off on screw. Additional information received via telephone on 11/05/2009, the sales representative reported that during surgery, the surgeon was on the final tightening of the closure tops when the threads stripped on two of the closure tops, the surgeon had successfully implanted the third closure top but he was not comfortable with the screw having had two previous stripped closure tops, so he explanted the third closure top and screw, and implanted a new screw and the fourth closure top without difficulty. There was no issue with the third closure top. There were no pieces left in the wound from the threads stripping. There was a surgical delay of 10 minutes.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.